Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was brought in to clinic after noise was seen on merlin.net transmissions. The noise was reproducible via isometrics. Patient was presyncopal. There were no other electrical anomalies were noted. The lead was capped and replaced on (B)(6) 2016. The patient tolerated the procedure well and will be followed normally.